Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connections issues with the subject device were reported by the physician during an implant attempt. Reportedly, the ventricular lead could not be properly secured in the header, since no screwdriver clicking sound was obtained, and there was no resistance on the lead.